Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed in sections and the (B)(4) FDA registration number has been used for the manufacture report number. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be file

Event description:
It was reported that foreign matter was found on a bd emerald¿ luer slip syringe with needle. The device was not used and there was no report of injury or medical interventions.

Manufacturer narrative:
H.6. Investigation summary: bd bawal received 2 photos from the customer facility for investigation. Customer return photograph showed the evidences of black particle on the cannula of needle as foreign matter. 200 retention samples of lot# 17e3071 had been visually inspected, all samples found in good condition with no foreign matter on needle of syringe. The complaint history for the lot# 17e3071 was reviewed and no complaint was recorded for the reported defect ¿foreign matter. DHR was reviewed for the product test. The entire routing test for reported lot found within the specification limit. No discrepancy was reported and recorded in DHR in customer reported lot # 17e3071. Log sheet ¿ variable information printer problem, minor stoppage, syringe loader#01 flange positioner pneumatic cylinder problem, stoppage due to low inventory of assembled syringe, syringe loader#01 syringe dropping problem, and loose shield problem is recorded in primary packaging during manufacturing of lot #17e3071. Stoppages ¿ silicon pad change, stopper mis-assembly problem, barrel ink pump flow problem and barrel jamming problem is recorded in printing & assembly machine during manufacturing of lot# 17e3071. During the manufacturing of lot# 17e3071 23g x 1¿ needles from batch# 7059448, 7024342 and 7024341 were consumed. Confirmed: bd was able to duplicate or confirm the customer¿s indicated failure mode. Customer return photograph showed the evidences of black particle on the cannula of needle as foreign matter. Investigation conclusion: the customer return samples were reviewed and confirmed that foreign matter was present on cannula of needle is black color substance as seen in the customer return photograph. As per lot manufacturing records, no similar defect was reported during inspection incoming quality for 23g x 1¿ needle batch# 7059448, 7024342 & 7024341 and assembly operations. Although these loose particles can be probably added during the needle manufacturing process. The exact root cause could not be identified. As the needles are imported from bd tuas, hence it is required to investigate bd tuas process for further investigation.

Manufacturer narrative:
Initial MDR reported the incorrect manufacture and location. The corrected medical device manufacturer and manufacturer location has been updated (B)(4). The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) was listed in the original MDR and the (B)(4) FDA registration number has been used for the manufacture report number.